Event description:
Diabetes clinical manager reported via phone call that the customer was hospitalized with diabetic ketoacidosis. The customer experienced vomiting, dehydration and blurry vision. Blood glucose value was over 800 mg/dl. It was stated that incorrect basal setting was entered into the insulin pump. It was also reported that the insulin pump has cracks by the reservoir compartment and when rewinding the device, it seems to be taking longer than usual.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-26232.